Manufacturer narrative:
Correction to section e: initial reporter.

Event description:
It was reported that during the implant of this right atrial (ra) lead, the physician repositioned the lead due to sensing issues and the patient experienced chest pain. The physician suspected that a perforation occurred and decided to explant this lead and the rest of the system. The patient later informed the nurse that the chest pain was similar to what it was previously experienced due to atrial fibrillation (af). The patient was successfully reimplanted with a new system. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant of this right atrial (ra) lead, the physician repositioned the lead due to sensing issues and the patient experienced chest pain. The physician suspected that a perforation occurred and decided to explant this lead and the rest of the system. The patient later informed the nurse that the chest pain was similar to what it was previously experienced due to atrial fibrillation (af). The patient was successfully reimplanted with a new system. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant of this right atrial (ra) lead, the physician repositioned the lead due to sensing issues and the patient experienced chest pain. The physician suspected that a perforation occurred and decided to explant this lead and the rest of the system. The patient later informed the nurse that the chest pain was similar to what it was previously experienced due to atrial fibrillation (af). The patient was successfully reimplanted with a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.